Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level (bg) of 35 mg/dl, needing settings adjustment. Emergency medical services were called and administered a glucagon shot to address low bg. Reportedly, customer is working with healthcare provider to adjust settings to better meet their needs.